Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 3 photos and 4 samples submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection and testing of the samples. Each sample was observed to have a varying amount of yellowish/brown foreign matter ranging from the barrel wall up to the roof and or flange area. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded fm is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records for the unconfirmed lots, #2084010, #2098643 and #2087288, were reviewed, and these batches were in compliance with our product specification requirements. H3 other text : see h10.

Event description:
It was reported that 2 bd luer-lok¿ syringes in the bulk sterile pharmacy convenience tray had yellowish foreign matter in them. The following information was provided by the initial reporter: "yellowish foreign matter found in 5ml syringes... These were rejected from production and may have originated from either batch 2119467 or 2094401... Currently filled with drug product (rocuronium and succinylcholine)... Was the product used on a patient? If so, was there any patient impact/harm? No."

Event description:
It was reported that 2 bd luer-lok¿ syringes in the bulk sterile pharmacy convenience tray had yellowish foreign matter in them. The following information was provided by the initial reporter: "yellowish foreign matter found in 5ml syringes... These were rejected from production and may have originated from either batch 2119467 or 2094401... Currently filled with drug product (rocuronium and succinylcholine)... Was the product used on a patient? If so, was there any patient impact/harm? No."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2119467; medical device expiration date: 28-feb-2027; device manufacture date: 13-may-2022. Medical device lot #: 2094401; medical device expiration date: 28-feb-2027; device manufacture date: 09-may-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.